Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-01778 and 2134265-2017-01780. It was reported that thrombosis and cardiac arrest occurred. The patient presented with an inferior st elevated myocardial infarction, low blood pressure of 86/66 and was beginning to decompensate. Imaging showed an occlusion in the proximal right coronary artery (rca). The patient was given blood thinning medication and proceeded to surgical intervention. A 2.50x20 emerge balloon catheter was advanced to the lesion and used for predilation. A 3.00x16 synergy ii stent delivery system was advanced to the rca and deployed. At this time the patient was intubated and a code was called. Return of spontaneous circulation was established, however there was no blood flow in the rca and it appeared that stent thrombosis had occurred while the patient was in cardiac arrest. The 2.50x20 emerge balloon catheter was again advanced and inflated in the rca. A 2.50x24 synergy ii stent was then placed in the mid rca. The patient coded again and an automatic chest compression system was used for 2 minutes. Return of spontaneous circulation was again established. Angiography was performed and the stents were patent. A balloon pump was placed and the patient was transferred out of surgery. No additional patient complications were reported.